Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site test the navigation system. It was reported that the camera was replaced. The system then passed testing. Codes b01, c08 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735821, lot number: p903927. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. A bump was detected. Otherwise, the psu passed an accuracy test (aak) at .083mm with a passing threshold of .250mm. Already reported codes b01, c08 and d02 are applicable in this analysis. See also section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to the localizer faulted a1102: applicable to the localizer faulted error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message was encountered while setting up for an optical procedure. The site swapped systems to continue. Troubleshooting steps included opening the ndi toolbox and found that the camera had a bump status. The probable cause was likely the camera. There was no patient involved.